Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patient experienced frequent implantable pulse generator (ipg) charging. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded and will not be returned.